Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that the customer had experienced excess bleeding of the patient(s) during at least one unspecified procedure. No further information was provided and there was no report about a malfunction of the medical devices used.

Manufacturer narrative:
Corrected data: h4 - device manufacturer date device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation but to an authorized regional repair center (rrc) in bolton, united kingdom (returned to the rrc on 2022-03-18). The evaluation/investigation at the rrc confirmed that the hf-generator is in standard condition and no error messages were found in the error log. Based on the information available, the exact cause of the reported phenomenon and the patient's outcome could not be determined and is being judged as unknown. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. Therefore, the reported incident can most likely be attributed to use error. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.